Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol_(B)(4), compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
After being in use for one month the PICC leaked between the extension tube and the lumen. There was no 3 way tap attached. The PICC was discarded by the nurse. No part of the device remained inside the patient. The patient required a new PICC line to be inserted as a result of this occurrence. No adverse other effects to the patient were reported due to this occurrence.